Event description:
It was reported that a (B)(6) year old asian female patient who underwent a breast reconstruction revision with a mentor smooth round moderate profile, 375cc saline breast implant has experienced right-sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for an explant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On apr 8, 2022, additional information was received indicating the date of implantation was (B)(6) 2009. On apr 8, 2022, the device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 04, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3504254bc, sn#: (B)(6), r/ cat#: 3504254bc, sn#: (B)(6). The patient also experienced capsular contracture unknown grade. The correct serial number of the impacted product reported is sn# (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The patient underwent removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4). Follow up: (1 ) mistakenly reported that the device was received.

Manufacturer narrative:
Additional information received on february 21, 2022 indicated that the suspect device sn#: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).